Event description:
Hoist didn't respond at all, no function from pcb. Customer noticed burning smell. The arjohuntleigh service technician found that some component on the pcb plate (diode, resistance, etc) started to develop smoke when the customer was using the hoist. The customer immediately stopped using the hoist and contacted arjohuntleigh.

Manufacturer narrative:
This report is being filed under exemption by arjohuntleigh, inc. (B)(4) on behalf of the manufacturer arjohuntleigh (B)(4). (B)(4).